Manufacturer narrative:
(B)(4). Evaluation is in progress, but not yet concluded. Per the user facility, the ccm had just been used on a procedure without issue. They tried rebooting the unit but the problem remained.

Event description:
It was reported that during priming of the device for a cardiopulmonary bypass (cpb) procedure, the touch screen of the central control monitor(ccm) would not work. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) observed the touch screen to function as intended. Per data log analysis, on (B)(6) 2018 the perfusion screen was opened and exited on (B)(6) 2018, the touch screen was still functioning at that time. The system was power off and on with no indications that any buttons were pressed (possible the screen was locked) but logging was still was functioning. This indicates the issue may be only with the touch screen.

Manufacturer narrative:
Corrected: procode. The reported complaint was confirmed. The service repair technician (srt) was unable to confirm the complaint. The male card edge connectors inside the unit were cleaned and screen calibration was initiated and passed. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Updated blocks: the field service representative (fsr) verified the reported complaint. He replaced the central control monitor (ccm) with a loaner. The unit operated to the manufacturer's specifications. The unit was returned to the manufacturer for further evaluation.